Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced a seizure and loss of consciousness. The patient¿s cgm was reading 120 mg/dl and the bg meter was reading 44 mg/dl. The patient was using an omnipod insulin pump in closed loop mode. The patient¿s father called emergency medical services (ems) and, in the meantime, the patient¿s sibling administered glucagon to the patient. Once ems arrived, the patient¿s cgm was still reading 120 mg/dl and the bg meter was still reading 44 mg/dl. The patient was transported to the emergency room. At the ER, the patient¿s cgm was reading 150 mg/dl and the bg meter was reading 106 mg/dl. The patient¿s wearable was removed and the patient was treated with IV fluids. The patient also had a CT (computed tomography) scan done to rule out any injuries from the seizure. No injuries were found. The patient was discharged after approximately 6 hours. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.